Event description:
The study patient reported pain in the back of their head at the implant site and migration was confirmed via x-ray. The implanting clinician believes the pain is due to migration. A replacement procedure will be performed. However, a date was not provided. The patient is not receiving therapy at the moment but hopes for it to return after the replacement procedure.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and the patient having contraindicating conditions has been ruled out. However, migration was confirmed via x-ray and the device was implanted in an off-label location as it was implanted at the occipital nerve. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of pain is due to migration. However, the cause of the migration is unknown. Additionally, off-label use was identified as the device was implanted at the occipital nerve (user error- clinician). Unable to locate sn. May be in legacy netsuite database. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.